Event description:
Information received with return of the explanted device notes that the patient was admitted for palpitations. During a follow-up, the EKG showed atrial fibrillation with rapid ventricular response and ineffective demand atrial pacing.